Manufacturer narrative:
Product analysis: the partial lead was returned in segments, analyzed, and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds and impedance values. During a device upgrade procedure, the right atrial (ra) lead was possibly damaged, and was noted to be malfunctioning during extraction of the rv lead. Both ra and rv leads were removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.